Event description:
It was reported that the pt experienced a shocking sensation on the "left butt cheek and down their left leg". The symptoms began approx one and a half months prior to this report. The device had been supposedly turned off three years ago. The pt had not felt stimulation when the device was on or off. When the pt laid down and tightened his buttock muscle, he felt a shocking sensation with the device off. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).